Event description:
Per boston scientific "calling immediate post implant. Numbers good with psa. Attached leads and closed pocket and when checked there was no pwaves and imp >2500 showed. Speculated on lead dislodgement but was okay. Checked lead/device by reinserting lead and numbers again good. Calling after that fact to see if lead/device connection is likely source when showing no sensing and out of range impedance. Affirmed that first speculation with >2500 would be lead/device/set screw." Implant, explant and event dates were not made available.